Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's pod had a hazard alarm and was not able to activate a new pod because her purse was stolen with her omnipod personal diabetes manager (pdm) inside it. She was not able to give herself a bolus of insulin for the food she ate or drink. The patient was taken to the emergency room and was placed on an intravenous therapy of insulin. The patient's blood glucose reached 680 mg/dl when she arrived at the hospital and was 218 mg/dl upon discharge.